Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Device discarded.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. Another unit was available to complete the procedure without patient injury or delay.